Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer was hospitalized for high blood glucose levels. It was reported that the customer is in the hospital because she didn't get her supplies so she ended up in dka. Blood glucose at the time of hospitalization was 517 mg/dl. Cause of hospitalization as per health care professional was diabetic ketoacidosis (dka). Customer was not wearing the pump at the time of hospitalization. Customer is still in the hospital and is on an insulin drip. Nothing further reported.